Event description:
This rv lead was explanted due to fracture resulting in noise and inappropriate shock. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 27.5 cm distal to the is-1 connector pin into two segments. The performance of the lead fragments was scrutinized, including a visual and x-ray inspection. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis of the proximal fragment showed a ligature mark 25.5 cm distal to the is-1 connector pin (squeezed and deformed insulation), which probably resulted when tightening the suture sleeve to the lead body during the implantation procedure and a damaged suture sleeve, the damaged sleeve most likely occurred during the lead extraction. However, no lead fracture in the subclavian region of the lead was found, as suspected in the complaint description regarding the fluoroscopic imaging. A thorough inspection of the distal fragment demonstrated that the insulation was found rubbed through 12 and 12.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this insulation damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The shock coils were found stretched, these deformations probably resulted from the extraction procedure due to tensile stress. The lead body was found covered in fibrotic growth between 32 and 22.5 cm proximal to the lead tip. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.